Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -15.0/2.0/070 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. Lens rotation not associated to a low vault was observed. Lens was replaced on (B)(6) 2024 with a longer length lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).